Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several pump error alarms including a device error alarm and a motor pic failed self test on the insulin pump. It was explained that the pump detected a possible issue with the motor. The pump was not exposed to a high magnetic field. Customer already cleared the alarm before calling and changed the battery. Customer completed the pump rewind and the pump passed the steps in the displacement verification table. Customer stated that the pump was not dropped. Customer stated that this is the first occurrence and was advised to monitor the pump. Customer stated that they were just sitting at the office working when the issue occurred.